Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
Related manufacturer reference number: 3006705815-2022-18877. It was reported that ipg would not communicate with neither the charger nor the programmer. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.